Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lad exhibiting 85% stenosis,severe calcification and vessel tortuosity. During the surgery, the lesion was pre-dilated with a sprinter legend balloon (3x12atm, 10s); 75% stenosis remained after the dilation but the stent could not cross the lesion due to calcification. No patient injury occurred and no clinical sequelae were reported.the device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary : analysis of the returned endeavor resolute stent showed evidence of stent damage. The 5th and 6th distal stent segment had evidence of misaligned and overlapping struts which was visually unacceptable. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (severely calcified and tortuous lesion with 85% stenosis). Inherent risk of procedure (stent deformation). Deformation problem. Conclusion results: device failure related to patient condition (severely calcified and tortuous lesion with 85% stenosis). Known inherent risk of procedure (stent deformation). (B)(4).